Manufacturer narrative:
(B)(4). DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr-flex and lps-flex fixed bearing knee package inserts, metal sensitivity is a known potential adverse effect of this procedure. The updated information does not change the previous investigation conclusions. The cause is considered to be patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
If was further reported that the patient was revised approximately one year ago.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00594605001, fluted stem mobile tibial component, lot # 62344272. Catalog #: 00596009900, taper stem plug, lot # 62481950. Catalog #: 00594705010, lps-mobile articular surface, lot # 62263803. Catalog #: 00112114001, hi-fatigue bone cement g 1x40g, lot # 13ha18330. Catalog #: 00597206532, all poly patella size 32 mm dia, lot # 62423994. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Discarded.

Event description:
It was further reported that the patient started to feel pain/allergy approximately 3 years ago.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a left side knee revision to address metal allergies. No revision or further information has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown tibial tray, unknown bearing. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was determined to be patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.